Manufacturer narrative:
Product was not returned for evaluation as it is still in-situ. No radiographs or images were provided to confirm the complaint. Though no root cause can be determined review of the reported information suggests excessive off-axis force, insufficient disc space prep or implant selection as possible cause or contributors. No additional investigation can be completed at this time. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient...."

Event description:
On (B)(6) 2021 during an extreme lateral interbody fixation at l3/5 a cage fractured when about two-thirds of it was inserted into intervertebral space at l3/4. One-third of the cage was removed, but the rest was left in the patient's body per surgeon's prerogative as it could not be removed. Autologous bone was inserted into the disc space where one-third of the cage was removed.